Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that rigid video laparoscope had lens breakage. The issue was identified during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color quality in the 7 o'clock position, poor charged couple device(r-unit). A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the cause could not be determined for the customer allegation. For the additional finding of poor color quality in the 7 o¿clock position, the event was confirmed to be caused by a component failure of the charged-coupled device(r-unit), and for the poor charged-coupled device (r-unit), the most probable cause is likewise traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.